Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: automated clip stopped deploying when the handle was squeezed. It deployed three clips then failed. The clips deployed separately. New clip applier used to complete the case.